Event description:
It was observed that during the device evaluation, the camera head exhibited image capture flooding, cable flooding, and electrical contact corrosion. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: it is likely that the head side cable was flooded due to damage of the cable stress boot. A probable root cause for the corrosion of the electrical contacts was unable to be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.